Event description:
Pt was admitted on (B)(6) 2016 yellow wrench advisory alarm indicating drive line fault on his controller. Drive line inspection without obvious kinks and pt denies excessive bending, twist or getting the line tangled.